Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ sp syringe had a distorted barrel noticed prior to use.

Manufacturer narrative:
Investigation summary: three photos were provided for evaluation. The photos show a distorted syringe therefore failure mode is verified. This was caused during the sterilization process. The syringe was not placed properly in the tray. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd posiflush¿ sp syringe had a distorted barrel noticed prior to use.